Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a dialysis treatment with a polyflux 170 h dialyzer. An external blood leak was observed coming from a crack in the header of the dialyzer. The blood loss is estimated to be 5 ml.